Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and a tachy shock due to an atrial driven tachycardia. Technical services discussed possible enhancements to avoid this issue from happening again. Further information was received indicating the patient received another inappropriate shock due to the same reason. New programming options were discussed, and an ablation procedure was recommended as a possibility to control this regular conduction off the atrial driven tachycardias. This crt-d remains in service and no additional adverse patient effects were reported.